Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the syringe sizer misalign recall completed. Replaced sizer sensor. This file is reportable based on the finding of a mechanical failure of the assembly bracket for the clamp sizer sensor. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 08dec2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed preventive maintenance. Failed barrel clamp sensor test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the syringe sizer misalign recall completed. Replaced sizer sensor. This file is reportable based on the finding of a mechanical failure of the assembly bracket for the clamp sizer sensor. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 08dec2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed preventive maintenance. Failed barrel clamp sensor test. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed preventive maintenance. Failed barrel clamp sensor test. There was no patient involvement.